Manufacturer narrative:
Investigation: the customer confirmed that the IV pole collar was installed on the device and there were no injuries. The terumo bct service technician inspected the device at the customer site. The tech adjusted the screw that pushes the handle for the IV pole. The pole up and down function was tested and found to be working with no errors after the adjustment. The device serial number history report indicates no further related issues have been reported for this device. One year of service history was reviewed for this device with no issues related to the reported condition identified. Root cause: the root cause was determined to be related to the need for an IV pole screw adjustment. Correction: a field service engineer adjusted the IV pole button screw.

Event description:
The customer reported that the IV pole falls easily and does not stay extended. There was not a patient or operator involved at the time the IV pole fell, therefore patient information is not reasonably known.